Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (ipg) experienced a loss of individual device settings, and the device controller incorrectly indicated patient position, showing lying down when sitting and standing up when sitting. The patient reported that the implant battery moved within the back, was very loose, and flipped inside the body, with the front becoming the back and moving around excessively. The patient described bruising, specifically a black and blue mark, after rolling in bed due to the implant's position. The patient also reported a loss of device function and settings after the implant started flipping again. The patient and agent checked adaptive stimulation settings and device position via the controller menu. The patient was able to set stimulation in a sitting position, but the controller continued to show the patient as lying down. The patient was redirected to their healthcare provider to further address the issue.